Manufacturer narrative:
Additional information: concomitant medical products and therapy dates.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic laparoscopic procedure, the jaws of the grasping forceps broke off and fell inside the patient's body cavity. The fragment was retrieved but the procedure and the general anesthesia was extended by approx. 30 minutes. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was received at the manufacturer exactly as announced. The result of the investigation is consistent with the customer's concern. According to the lot number, the suspect medical device was manufactured in october 2007. Consequently, it can be safely assumed that the instrument was in use for several years. A manufacturing and quality control review was performed for the affected lot number without showing any abnormalities related to function and safety. The suspect medical device has suffered from severe wear and tear. It appears that the detached particles the customer described were adhered residues and parts of the insulation. The insulation of the jaw parts is severely worn and parts are missing. Furthermore, the insulation of the transmission rod is also damaged due to wear and tear. Moreover, the proximal end of the transmission rod is deformed. The screwed and welded connection between the transmission rod and the jaw parts is damaged and the components can be separated. It can be safely assumed that the jaws were still used after this damage occurred as traces of an electric spark on the transmission rod and near the jaw parts were found. Additionally, there are residues of a foreign substance on the thread. This damage should have been detected during the regular inspection before every use. Damaged items must not be used for any procedure. The jaws are not in accordance with their specifications and need to be replaced. All items must be checked and investigated before every usage. If a damage or defect is detected, these items must not be used for any procedure. Especially the worn and damaged insulation near the jaw parts might cause an unintentional and/ or uncontrolled coagulation. As a consequence, the patient might suffer from severe burning and all instruments must be checked for the following issues: deformation, cracks, scratches or a damaged insulation and residues or corrosion. Residues of any foreign substance, oxidation or corrosion might cause an insufficient contact and the resulting contact resistance might negatively influence or interrupt the current flow. Furthermore, residues and insufficient cleaning will accelerate wear and tear. Therefore, it is vital that organic residues and microorganisms are removed during the manual cleaning step. Otherwise, the efficiency of the disinfection and sterilisation process might be influenced. In general, the operator must use the items in accordance with the instructions for use.